Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location and there was air in the tubing lines. Renal therapy services (rts) assisted the patient with clearing the alarm and proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.